Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that approximately one month age e7 (electronic) error was displayed on the infusion device and she changed the power pack to clear the error. She stated that she began to require more insulin and her blood glucose elevated to 400 mg/dl. She stated she bolused through the infusion device to lower her blood glucose but this was not always successful. On (B)(6) 2010, she switched to the backup infusion device using the same basal rates and she did not require as much insulin. Her normal blood glucose level is 100 mg/d. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.